Manufacturer narrative:
UDI: (B)(4); investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tavr procedure for a 29mm sapien 3 valve, the balloon ruptured. The balloon was inserted with a 29mm sapien 3 valve attached and was deployed with almost 100% volume and the balloon ruptured. The team withdrew the device with the sheath the valve was post dilated successfully. There was no patient injury associated with this reported event.  Per report, the balloon rupture was due to a jagged piece of calcium right at the roof of the sinotubular junction.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation and no relevant photographs, videos, or imagery were provided for review. However, a device history review relate to the device and any components that are relevant to the complaint event was done. This review did not reveal any manufacturing non-conformance issues that may have contributed to the complaint event. A review of risk management document revealed there was no evidence of any product non-conformances or labeling/IFU inadequacies identified in the evaluation.   The complaint for a balloon burst was unable to be confirmed due to no imagery/device returned for evaluation. As the device was not returned, engineering was unable to perform and visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. Review of DHR revealed no indication that a manufacturing non-conformance contributed to the event. A detailed root cause analysis for similar returned complaints has been summarized in a edwards lifesciences document. This document provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, and it details why balloons are subject to increased risk of burst in a calcified annulus. As mentioned in the complaint description, ¿the first balloon was inserted with a 29mm sapien 3 valve attached and was deployed with almost 100% volume and the balloon ruptured¿. Additionally, it was noted that the ¿balloon ruptures were due to a jagged piece of calcium right at the roof of the stj¿. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Available information therefore suggests that patient factors (calcification) likely contributed to the complaint event. An existing edwards lifesciences document has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. This document is applicable to this complaint because calcification was present at the stj and likely caused the balloon to burst. Since no edwards defect was identified in the evaluation , an engineering evaluation was not able to be done, no corrective or preventative action is needed, nor a product risk assessment is required. Control limits are managed and assessed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  Since no IFU/training manual deficiencies were identified, no corrective or preventative action nor product risk assessment is required at this time.